Event description:
During an ablation procedure, a leak was noted. The procedure was completed with another catheter with no adverse patient consequences.

Manufacturer narrative:
Additional information: fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle. Further testing revealed a leak at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical connector. Additional investigation determined the leak was due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock caused by an interruption of the curing process. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed